Manufacturer narrative:
Additional suspect devices: reference number: (B)(4); product family: scs-linear leads; upn: (B)(4); model: sc-2366-70; serial: (B)(4); batch: (B)(4). Reference number: (B)(4); product family: scs-linear leads; upn: (B)(4); model: sc-2366-70; serial: (B)(4); batch: (B)(4). Reference number: (B)(4); product family: scs-linear leads; upn: (B)(4); model: sc-2366-70 serial: (B)(4); batch: (B)(4). It is indicated the leads will not be returned as they remain implanted in the patient. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Leads remain implanted.

Event description:
A report was received that the patient was experiencing stimulation in a non-target area. It was determined that two of the four leads had migrated, however it is not known which ones migrated. The patient underwent a lead revision procedure and the leads were repositioned. The patient was doing well post-operatively.